Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the customer's dxc 700 au chemistry analyzer. The fse found no evidence of microclotting. The fse inspected and cleaned the probe, mix bars and sample probe wash well. The fse observed a cloudy appearance near the base of the sample syringe and the tubing for the top of the syringe was kinked. The fse confirmed the replacement of the sample syringe resolved the issue. The customer was contacted on (B)(6) 2022, and confirmed the instrument is performing as expected, and there are no further issues. Customer was satisfied. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low patient results on multiple analytes on their dxc 700 au chemistry analyzer. The patient samples were repeated on an alternate instrument with results considered to be normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for twenty-six (26) patient samples.